Manufacturer narrative:
(B)(4). S/w version 2.10h. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube case, broken belt clip rails, serial number label damage, cracked retainer. End cap address label missing. Cosmetic damage was confirmed at the battery tube case.

Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.